Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its endosseous dental implants is below the expected failure rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implant. Three implants were placed in class ii bone on 10/23/96 during a routine procedure, a temporary crown was placed on the implant in site #19 on 1/17/97 and a final porcelain crown was placed on 1/29/97. The implant was later removed on 2/18/97 due to loss or osseointegration. The pt reported minimal pain at this time. The clinician reports that the tps surface was completely covered with bone at time of implant placement and that primary stability was achieved. He also reports that the implant withstood abutment placement and that the tissue at the site was healthy.